Manufacturer narrative:
(B)(4).

Event description:
Type of injury- revision. Details of incident- vaginal exposure. Action taken - surgical removal. Details passed to rep to find out more info. Nothing further noted on (B)(4) adverse incident report.